Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a patient has experienced an atrial fibrillation after a procedure using a farawave pfa catheter. The patient has owned a smartwatch since on (B)(6). Since that day, every ECG measurement has indicated atrial fibrillation. On november 3, he therefore presented himself at the emergency room. He was admitted as an inpatient and underwent cardioversion the following day. The patient required prolonged hospitalization its unknown if the device will return for laboratory analysis.